Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during removal of the coil from the holder, the coil was advanced from the tip of the introducer sheath. The coil was noted to already be detached from the pusher. The coil was not used in the patient. There was no reported patient injury or health damage.